Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent. A lead integrity alert was triggered for non-sustained episodes and short v-v intervals. Undersensing was noted during an episode. The rv lead remains in use. No patient complications have been reported as a result of this event.